Event description:
It was reported that there was sensing difficulty. It was further reported that there were declining r-waves over time, and the patient started having t-wave oversensing (twos) around (B) (6) 2008. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.